Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The batteries were replaced. The customer contact reported their is no patient information available. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that, during a case, the unit alarmed for a battery failure. There was no reported patient injury.